Event description:
The patient reported intermittent sound followed by no sound. The patient was seen at the implant center for device evaluation. Testing conducted confirmed that the device was not functioning. Revision surgery has been scheduled to explant the device and reimplant the patient with another clarion device.